Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been experiencing a periodic sensation under their skin, described as feeling like spiders crawling up their face. The sensation started on the left side and later moved to the right side. The patient knows it has to be the nerves. They noted that the issue began after a few device adjustment visits, possibly in (B)(6) 2025, and did not occur immediately after the device was installed. The patient noted that the doctor suggested the patient was hallucinating, a claim the patient strongly refutes, and prescribed medication twice a day. The patient expressed frustration with the medication because "it put the patient out".  The patient is hesitant to make adjustments to the device themselves due to uncertainty about the outcome. The patient conducted a test by shutting off one side of the device, which caused the sensation to move to the other side. Initially diagnosed with parkinson's, the patient later received a diagnosis of tremors, though they believe they may have parkinson's.  Patient services provided physician listings for further assistance.